Event description:
It was reported that ongoing intermittent occlusion alarms occurred. These issues caused the customer's blood glucose to register as "high," though specific values were unknown. To address the elevated blood glucose levels, the customer administered a correction injection via multiple daily injections (mdi) and resolved the issue by changing the infusion set and cartridge, then resuming insulin. There was no assistance needed from a third party as the customer was not incapacitated.